Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The proximate cause was of the lvp recall was identified by the service depot and was found to be recall affected. Service determined the proximate cause of the door w/ keypad replacement was the result of customer damage. Service determined the proximate cause of the male and female iui replacement was the result of contamination due to maintenance issues. Service determined the proximate cause of the rear case replacement was the result of a non supported part installed.

Event description:
The device required servicing and/or repairs for damaged components.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the lvp recall was identified by the service depot and was found to be recall affected. There was no reported patient injury. This device is used for therapeutic purposes.